Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing lack of adequate stimulation coverage. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively.